Event description:
It was reported, the high flow insufflation unit was shutting off randomly. The issue occurred after an unspecified procedure and there was no delay. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was noted that the device randomly shut down because a component related to the power was faulty. However, the device did not meet the specifications, thereby confirming the occurrence of the event, and a definitive root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device. Corrected data: d8 (no).